Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Action taken with dianeal therapies was unknown. On an unreported date, the patient experienced peritonitis. The cause of peritonitis was not reported. The patient was not hospitalized for the event. Treatment was not reported.

Manufacturer narrative:
(B)94). The exact date of this peritonitis event is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.